Event description:
An Impella 5.5 device was inserted via the right axillary/subclavian artery in a 77-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient's clinical condition prior to initiation of support was consistent with Society for Cardiovascular Angiography and Interventions (SCAI) Stage D shock, as noted per patient flowchart. Comorbidities were not reported.Following Impella 5.5 implantation, the patient experienced bleeding from the insertion site. Due to ongoing concern for the source of bleeding, the patient returned to the cardiac catheterization laboratory for further evaluation. An angiogram was performed and cleared the Impella 5.5 insertion site as the source of active bleeding. However, the patient received multiple blood product transfusions overnight for management of the reported bleeding event.During the subsequent catheterization laboratory evaluation the following morning, difficulty was encountered while attempting to torque and reposition the Impella 5.5 device. This resulted in a delay in repositioning efforts while the patient was actively decompensating and requiring ongoing hemodynamic support. At the time of reporting, the patient remained on Impella 5.5 support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.